Manufacturer narrative:
Same patient as MFR # 2183959-2019-66017. Model number: 72404155, lot number: 1000198378, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to complications with his artificial urinary sphincter (aus) device. The patient complained of pain and swelling in his scrotal area. The doctor "scoped the patient and determined that the cuff had eroded through the urethra and was visible on the scope". All components of the artificial urinary sphincter (aus) and inflatable penile prosthesis (ipp) were explanted. No new device components were implanted. A urethroplasty was performed to repair the urethra at the time of the removal surgery. There were no further complications at the time of surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.